Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced high blood glucose (bg) levels. Customer did not provide further information and declined troubleshooting with tandem technical support.